Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his insulin pump alarmed no delivery when he was trying to deliver a bolus delivery. Customer's blood glucose at the time of the event was 350 mg/dl. His current blood glucose is 81 mg/dl. In troubleshooting customer disconnected from the insulin pump and ran a fixed prime, but insulin did not exit and the device alarmed no delivery. Customer removed and reconnected the reservoir and rewound the insulin pump, but it alarmed during manual prime. Customer removed the plunger and was able to manually push insulin through with a plunger. Insulin exited. Customer reinserted the reservoir and ran a manual prime, and insulin exited the tubing. Customer was advised the alarm was caused by an insertion site of infusion set occlusion. Customer was then able to bolus successfully. Nothing further reported.